Manufacturer narrative:
(B)(4) date sent 6/2/2026. D4 batch #a98m9z. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received unfired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb was noted to be non-functional and damaged. The damage to the pcb is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The device event log was reviewed. A series of events were found that may indicate intermittent power issues, however these were not replicated during device analysis. A manufacturing record evaluation was performed for the finished device batch number a98m9z, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device ech60s lot number a98u12 and no non-conformances were identified.

Event description:
It was reported that during a laparoscopy surgery, the device could not be fired and stopped. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.